Manufacturer narrative:
Analysis of the product found that the customer's complaint regarding overheating could not be confirmed. The handpiece was not tested because of grinding noise and loud noise and also there was foreign material built up on nose bearing assembly which caused corrosion. The nose bearing assembly was replaced. The unit was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was getting hot and got stuck. There was no known patient impact reported.